Manufacturer narrative:
A steris service technician inspected the sterilizer and found a hole in the drain cone and a leaking prv. The technician repaired the unit, ran a test cycle and confirmed it to be operational.

Event description:
The user facility reported water was leaking from their sterilizer. No injuries or procedural delays/cancellations were reported.